Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large needle driver instrument for failure analysis investigation. The instrument was analyzed and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly several times. The instrument passed the grip test. The instrument grips held the suture with great strength. The sewing test was done and passed. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the 8mm large needle driver instrument was spinning on itself. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.